Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the unknown aviva meter. Reference medwatch with patient identifier (B)(6) for aviva 535 meter.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 106 mg/dl (aviva 535) and 320 mg/dl (unknown aviva) customer had a headache and was thirsty at the time of the readings. Customer treated herself with regular medication and felt better in 4 hours. No adverse event reported. Review of storage, handling, dosing, and technique was performed # all acceptable. Requested return of suspect device; however, strip and meter from family member will not be returned. Replacement was sent.